Event description:
It was reported that during a lap cholecystectomy procedure, when the surgeon went to use the device there was a problem with the clip formation. The case was completed with a new device. There was no patient consequence.